Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 20.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3409840) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was zero degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 1 degree. On (B)(6) 2016 ,post-procedure x-ray (day of procedure): site: filter tilt was 0 degrees. Analysis: the angle of filter tilt in the ap view was 1.5 degrees and 26.2 degrees in the oblique view. Patient outcome: on (B)(6) 2016 (two days post-procedure), the patient had a hematoma attributed to the pulmonary arteriogram completed on the same day and was treated with two units of packed red blood cells. The hematoma was not caused by the filter, but by the angiogram procedure. On (B)(6) 2016 (three days post-procedure), the patient was found on ultrasound to have a new dvt in the right common femoral vein. The new dvt is not being treated at this time. On (B)(6) 2016 (eight days post procedure), the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Model/lot #) igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: imaging review confirms tilt (~0-3deg in reference to the center line of the ivc). Tilt should be measured in reference to the longitudinal axis of the ivc. Analysis measured a filter tilt of 26.2deg in reference to the vertebral column (x-ray, oblique viex). According to the imaging review, "venographic images obtained in the same oblique projection clearly demonstrate the ivc course does not mirror that of the lumbar spine. Therefore on the x-ray images using these landmarks to calculate the angle of tilt of the filter is grossly inaccurate. In reference to the center line of the ivc on the venogram images, there was between 0° and 3° of tilt present, no near the 26.2° described in the complaint report measured on the oblique view. The filter appears to be in ideal position without evidence of significant tilt or penetration." Furthermore, the hematoma (2 days post-procedure) probably attributed to the pulmonary arteriogram completed on the same day as filter placement (apparently through the same access through which the ivc filter was deployed) + new dvt (3 days post-procedure) found via ultrasound in the right common femoral vein are likely due to the patient having excessive bleeding from the access site following the ivc filter placement/pulmonary arteriogram. According to the imaging review ¿due to this bleeding, and the beginning formation of a hematoma, pressure was held on the groin in an attempt to control the hematoma. This prolonged pressure, despite what was described as therapeutic heparin, at least partially contributed to the formation of a dvt in the right common femoral vein. Furthermore if the hematoma was large, which one can infer it was given the patient was transfused with 2 units of prbgs, the hematoma may also compress the vein contributed into the formation of dvt. Access site complications including hematoma and access site thrombosis are known complications of ivc filter placement.¿ no images relating to this event were provided for review. No evidence found to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 20.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter (lot # e3409840) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was zero degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 1 degree. On (B)(6) 2016 post-procedure x-ray (day of procedure): site: filter tilt was 0 degrees. Analysis: the angle of filter tilt in the ap view was 1.5 degrees and 26.2 degrees in the oblique view. Patient outcome: on (B)(6) 2016 (two days post-procedure), the patient had a hematoma attributed to the pulmonary arteriogram completed on the same day and was treated with two units of packed red blood cells. The hematoma was not caused by the filter, but by the angiogram procedure. On (B)(6) 2016 (three days post-procedure), the patient was found on ultrasound to have a new dvt in the right common femoral vein. The new dvt is not being treated at this time. On (B)(6) 2016 (eight days post procedure), the patient was discharged from the hospital.